Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 4. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on resetting the pump, which the customer followed, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues.